Manufacturer narrative:
Product complaint # (B)(4). Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
When attempting to remove a screw with the removal driver on (B)(6) 2022, the threaded tip of the instrument snapped off in the screw head. This was subsequently removed using an alternative instrument, and the screw was replaced with a larger size. Slight delay (15mins approx.) In procedure, no further impact reported to the patient. This complaint involves one (1) device scrdriver f/extract. This is report 1 of 1 for complaint (B)(4).